Event description:
The company representative reported on (B)(6) 2013 that the infection was at the battery site, at the right side of implant. The patient underwent explant of the ins on (B)(6) 2013. The surgeon cut the extensions and did partial removal of the extensions. The physician was hoping to save the leads. Surgeon is waiting one week to determine if the leads will need to be removed. Once the infection clears, the patient will more than likely have the entire system re-implanted. The type of infection was unknown and antibiotics were administered. The patient received excellent therapeutic benefit and was very discouraged that the device needed to be removed due to the infection.

Manufacturer narrative:
(B)(4).

Event description:
The patient developed an infection at the surgical incision site. Surgical intervention was required. The wound was cleaned and ¿possible skin flap.¿ there was no change in therapy. It was unknown if the patient experienced any symptoms or complications. On (B)(6) 2013 it was reported that the company representative had not seen the patient since wound cleaning. All the devices were still implanted. It was clarified on (B)(6) 2013 that the patient was sent to an infectious disease doctor to receive further treatment for his infect ion. He was receiving therapeutic benefit.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0775j, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial # (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 3387s-40, lot # va0775j, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that the patient¿s leads were removed on (B)(6) 2013 and there was a plan to re-implant when the infection cleared. It was noted that as of (B)(6) 2013 the patient had ¿no equipment implanted¿ and had an infection.

Event description:
It was reported on (B)(6) 2013 that the patient was seeing the doctor on tuesday next week. The lead was still implanted but the battery and extensions have not been re-implanted.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0775j, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0775j, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received reported that the patient was scheduled for a lead removal on (B)(6) 2013. The patient still had the infection. It was planned to re-implant the entire system once the patient recovered from the infection.

Event description:
It was further reported the patient wasn't scheduled for a re-implant.